Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation as the device was not returned for evaluation and could not be evaluated; a definitive root cause could not be identified. However, it is likely that the following led to the malfunction: it is believed that the user did not read the instruction manual carefully and that this occurred due to the user's error in controlling the concentration of the disinfectant solution. The event can be prevented by following the instructions for use which state: "3.9 inspecting the disinfectant solution¿s concentration level - when cleaning and disinfecting endoscopes, be sure to use an acecide checker or portable concentration checker to check that the disinfectant solution has an effective concentration. Be sure to replace the disinfectant before it loses its disinfecting effect. Warning: when cleaning and disinfecting endoscopes, be sure to use an acecide checker or portable concentration checker to check that the disinfectant solution has an effective concentration. Be sure to replace the disinfectant before it loses its disinfecting effect." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope was not properly reprocessed. The issue was with the reprocessing process. There were no reports of patient involvement.